Event description:
It was reported that removal difficulties and stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilation the 2.50x32mm promus element ¿ stent was advanced; however, it was noted that the stent was deformed. During removal the physician encountered difficulty; the device was removed successfully with the aid of a snare. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).